Event description:
Reporter had initially contacted technical support for assistance in conducting a blood glucose test. During the conversation, technical support learned that the device had originally belonged to reporter's spouse - now deceased. When technical support inquired as to the decedent's cause of death, reporter indicated that it was due to complications of diabetes. Technical support then asked if reporter believed that the device may have been a factor in patient's death; reporter stated "it could have." Reporter stated that patient passed away approximately 1 year ago. When technical support attempted to gather additional information about the decedent, reporter became agitated and refused to answer additional questions. Technical support requested the return of the suspect product and replacement product was shipped.